Event description:
When the microwire was removed, a small piece of the distal end sheared off and remained in the pt. The physician left the small piece as determined it would not cause any harm to the pt. The pt expired, confirmed by the physician to be related to other difficulties experienced and medical conditions. The death was not due to the wire guide separation.

Manufacturer narrative:
(B)(4) - separates is not labeled. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: per the attached caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Due to the absence of info the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.